Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that as of 1 week following the procedure, the patient was recovering well. The patient couldn¿t move contralateral arm. The physician placed an additional pipeline over the migrated pipeline device, and the patient recovered well. The information is confirmed by the physician.

Event description:
Medtronic received a report that after talking with the physician, it was decided to use a 4x12mm pipeline flex, and upon placement, it was deemed satisfactory. Following the procedure, the patient presented with stroke-like symptoms, possibly due to pipeline migration. The pipeline migrated after deployment. The cause was unknown. The pipeline was implanted at the intended location. The posterior communicating artery (pcom) and anterior choroidal artery (acha) side branches were covered by the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient experienced stroke-like symptoms associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured communicating segment of the internal carotid artery aneurysm. Landing zone: distal: 4.5mm and proximal 4mm. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the pipeline device migrated distally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.